Event description:
Customer reported that the unit apparently underdelivered source solution from station 4,. Station 4 was programmed to deliver 136ml of an in-house prepared pooled electrolyte solution with a reported specific gravity of 1.01 to each of 5 bags for a total of 680ml. The total volume of the solution was 714ml, so after compounding, there should have been approximately 34ml left in the source container. The customer measured the volume to be 95ml. Therefore, each bag would have received approximately 124ml instead of 136, an error of approximately 9%, which exceeds the manufacturer's specification limits of +/-5%. The customer was instructed not to use the 5 bags, so there was no patient involvement. This is the second unit with the same reported problem. Professional services resolved the issue by telephone, stating that the specific gravity of such electrolyte solutions is in the range of 1.1 rather than 1.01.